Event description:
It was reported that cartridges often failed causing the need to replace cartridges, and no further details were provided. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting or follow-up, so technical support documented the report, created and closed case, and took no further action.